Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain indications. It was reported that the patient came in for a pump refill yesterday - patient stated that for the past 12 days he has had significant pain return. The company rep stated they were not sure if it was related to the pump. The reservoir volume matched what was expected. The company rep stated there were no alarms. The company rep stated they were going to do a side port study today but patient was in the emergency room (ER). The company rep stated the healthcare provider (hcp) would follow up with patient. Additional information from a healthcare provider via a company representative reported that the patient was in such excruciating pain that the day after that visit, they went to the emergency room. They were admitted for pain management and were given steroids. They were doing so much better and were back to baseline and no additional treatment was needed. They thought the pump was working just fine now and were going to follow up for their pump refill as regularly scheduled.